Event description:
It was reported by the customer that this event involved a male pt with a diagnosis of steven johnson syndrome. In 2009, the catheter was inserted by the medical team which consisted of two resident doctors and followed by the assistant doctor. The child did not present any problem during the vein access. However, during removal of the spring wire guide (swg) the doctors found resistance. A medical evaluation was required; the vein dissection of the wire was successful.

Manufacturer narrative:
Sample will not be returned for evaluation.